Event description:
On 2012 (B)(6) gamma3 surgery was performed. Then the penetration of lag screw was confirmed 9 months after the surgery. On 2012 (B)(6), revision to gamma3 long nail was performed. The customer requests verification of whether the set screw was installed appropriately.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices, 3125-0170s trochanteric nail kit, ti gamma3 10x170mm x 125 lot# k270848; 3005-1100s end cap, std, ti gamma3 k133620; 1896-5040s locking screw, fully threaded t2 tibia; 5x40 mm lot# k389960.